Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was isolated to all the wires being broken at the distribution node (dn) plug, causing the ecgs to not recognize. The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.